Event description:
It was reported during a scheduled biliary catheter exchange, 3 months post catheter placement, fluoroscopic examination revealed the distal portion of this catheter was fractured. The proximal portion of the catheter was removed without incident. No attempts were made to retrieve the detached distal segment. A second unit was successfully placed without any pt complications and the detached segment has been passed by normal peristalsis. This device has not been returned for evaluation. Without evaluating the device co cannot determine the cause for this event.

Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA h 3. Device evaluation this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the hub of the catheter appeared to have been cut off the main catheter. The pigtail portion of the catheter was missing and the detachment site was in the middle of a skive hole. The extrusion in the area of the point of break was found to have easily cracked. This characteristic is consistent with possible contact with a chemical or other localized reaction. The remainder of the catheter was found to be soft and pliable. User technique and/or pt anatomy may have contribute to this event.